Event description:
It is reported that a consumer was diagnosed with bilateral chemical conjunctivitis while on a cruise she took on (B)(6) 2014. The consumer states that after soaking her lenses for 10 hours overnight, she inserted the lenses and experienced a mild burning and stinging. Around lunch time the same day, the consumer stated that her vision became blurred and she immediately sought medical attention aboard the cruise ship. The treating physician diagnosed her with chemical conjunctivitis in both eyes and gave her a prescription for an antibiotic ointment to be used until she saw her regular eye care provider (ecp). The consumer reported that she experienced photophobia and irritation during that time. Once the consumer returned home, she saw her regular ecp and was prescribed more medications, but the consumer could not accurately provide the names or prescription scheduled at the time of the call. Her last visit to the ecp was on (B)(6) 2014, and was unsure of her next follow-up because she stated her left eye healed but did not know if she "would ever be able to resume contact lens wear ever again." Additional information received on (B)(6) 2014 from the ecp stated that upon her first visit, the consumer was "dousing her eyes with (tetrahydrozoline) drops" and "was not properly taking and administrating her medications." The treating physician had the consumer cease all current medications and prescribed her new medications. The ecp also stated that the consumer has a long record of contact lens over wear and misuse. The consumer has a long history of neovascularization due to refusal to wear glasses. At this time, the treating physician deemed the consumer medically stable and stated that the consumer would not be refit for lenses until (B)(6) 2015. However, the consumer has been cleared to wear glasses until then. Additional information received from the ecp on (B)(6) 2014 in the form of an adverse event (ae) form. The ae form stated that the consumer has a pre-existing ocular history of over wearing her contact lenses. The prescribed wear schedule is for daily use and to replace them on a one month cycle. The event caused the consumer severe pain/discomfort, severe redness, and a watery discharge. The event caused a moderate anterior chamber reaction. An ulcer was present and was located centrally (4-6mm). The size of the ulcer was 5mm - bilateral. No infiltrates were present. Corneal staining was noted as severe with an amount of >50%. No permanent scaring was noted. The clinical diagnosis was chemical burn / corneal hypoxia - bilateral. Ocular medications were prescribed as follows - prednisolone acetate 1% 1gtt every hour ou, homatrophine 5% 1 gtt qid ou, ciprofloxacin 3% ung - apply to ribbon into conj sac once daily ou. The consumer was seen by the ecp on (B)(6) 2014. The consumer was not able to resume lens wear during this event. Per the ecp, he will not clear the consumer to resume contact lens wear until her corneas have fully healed for 2 months. Follow up scheduled for 6 to 8 weeks per ecp. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. A lot-based investigation is currently in progress. A follow-up medwatch will be filed upon completion of the investigation. (B)(4).